Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor was not returned. A portion of the suture was still run through the insertion device and hanging out of the handle. The forked tines that hold the anchor during insertion is missing. The trigger has been sprung. Bio debris is present. A functional evaluation cannot be performed since this is a single use device, and the trigger has already deployed the anchor, and a portion of the device is missing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include use of excessive force upon insertion or contact with another source. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference number: case-(B)(4).

Event description:
It was reported that during a mpfl reconstruction, 1cm of the metal inserter of the suturefix ultra broke off with the implant inside the patient. The broken pieces and the implant were removed from the patient using tweezers. A void was left in the patient's bone and a new hole had to be drilled in order to use the back-up device. The procedure was completed with a 5 minutes surgical delay using a smith and nephew back-up device. No further complications were reported.